Event description:
Hosp reported that the lights had dimmed on the front panel of the drive module supporting the right ventricular assist device and pumping stopped. The devcie alarmed appropriately. The perfusionist hand pumped the pt and switched to a backup console according to the device directions for use.